Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a fresenius combiset bloodline leaked from the top of the venous chamber around the seal one hour after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but was not expected to. A fresenius dialyzer was also in use. There were no holes or issues noted during priming. There were no changes in pressure or blood flow rate during treatment. The patient¿s estimated blood loss (ebl) was approximately 100ml. The patient was restarted on a new machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required as a result of this event. The complaint is not available to be returned to the manufacturer for evaluation.